Event description:
Same case as MDR ID: 2134265-2013-08512; 2134265-2013-08516. (B)(4). It was reported that unstable angina occurred. The patient presented due to unstable angina and was referred for cardiac catheterization. On (B)(6) 2011, the index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal left circumflex (lcx) with 90% stenosis and was 6 mm long with a reference vessel diameter of 3.3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 12 mm ion stent. Following post dilatation residual stenosis was 0%. Target lesion #2 was located in the mid right coronary artery (rca) with 95% stenosis and was 30 mm long with a reference vessel diameter of 3 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm and 3.00 mm x 32 mm ion stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a de-novo ostial lesion located in the proximal rca with 70% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. Target lesion #3 was treated with direct stent placement using a 3.00 mm x 16 mm ion stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented with unstable angina and was hospitalized. Angiography without revascularization was performed. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Event date: (B)(6) 2013. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Event date: corrected from (B)(6) 2013. Outcomes attrib. To ae, relevant tests/lab data, other relevant history, patient codes, and device codes updated. (B)(4).

Event description:
It was further reported that the patient initially presented with unstable angina, braunwauld classification iiib, in-stent restenosis of an unknown stent occurred and the target lesion was extending to distal right coronary artery (rca). On (B)(6) 2011, the patient experienced progressive chest discomfort at rest and coronary angiography was performed. The target lesion was extending to distal right coronary artery (rca). Prior to placement of 3.00 mm x 38 mm ion&#10259;tent in mid right coronary artery (rca) to distal rca, a 1.5mm apex balloon catheter and a pt graphix guide wire were used to advance through the lesion. However, both devices was unable to be advanced. Hence a non-bsc guide catheter was used and the lesion was successfully crossed. Subsequently, the 3.00 mm x 38 mm ion&#10259;tent was initially unable to cross the lesion. The physician then advanced a non-bsc guide catheter more distally and the stent was re-advanced. Additionally 3x32mm and 3x16mm ion stents were placed on (B)(6) 2013 corrected from initially reported (B)(6)2013, selective coronary angiography revealed completely occluded study stents. Blood transfusion was performed. Two days after, the patient was discharged.